Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 35 mg/dl; cause was unknown, however customer's continuous glucose monitor was not set up yet. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.